Event description:
It was reported that the right atrial (ra) lead fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: d154awg implantable cardioverter defibrillator implanted: (B)(6) 2006; 6949 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).